Event description:
In 2007, the company received a report where it was claimed that the holes for the trach tie on the flange, broke during patient use. A lot number was provided, however, it did not match manufacturing's lot format. The caller stated that replacement of the tube was required.